Event description:
It was reported that "the lumen in question was not connected to any infusion lines but had a three way tap attached. On rolling the patient the blue luer lock connection on one of the lumens just came away and the line needed to be clamped." Additional details have not been provided at this time. Associate MDR numbers include: 3006425876-2026-00269 and 3006425876-2026-00278.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The image shows a blue luer hub detached from the extension line extrusion, and with a stopcock attached to the distal end. The complaint of extension line/luer hub separation was able to be confirmed by the photo; however, a complete visual inspection to determine the cause of the damage could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date, a follow-up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the lumen in question was not connected to any infusion lines but had a three way tap attached. On rolling the patient the blue luer lock connection on one of the lumens just came away and the line needed to be clamped." Additional details have not been provided at this time.